Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited multiple alerts on the latitude nxt system. The health care professional (hcp) consulted with technical services (ts) to review. It was noted that the device had triggered a code 1007 indicative of extended charge time (CT), as well as shock impedances low out of range. A code 1004 indicative of a short circuit condition during shock delivery was also noted. Subsequently, this crt-d and rv lead were explanted and replaced. This device has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.